Event description:
It was reported to philips that the system gave an alert indicating that only low load fluoroscopy was available, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.